Manufacturer narrative:
H6: the quality investigation is complete. H3 other text: device not returned.

Event description:
It was reported during a spine surgery procedure two heliocoidal rasps broke. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a ten minute delay and the procedure was completed successfully. This report is for the first heliocoidal rasp that broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device evaluated by manufacturer? Awaiting device return.

Event description:
It was reported during a spine surgery procedure two helicoidal rasps broke. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a ten minute delay and the procedure was completed successfully. This report is for the first helicoidal rasp that broke.